Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the pump¿s black box revealed related rebooting issues. A battery compartment crack was observed; moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The battery cap threads were damaged; the cap contact height was out of specification. A power issue was experienced with the returned battery cap. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with a test battery cap. No damage or defect was found to the power circuit. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (damage- battery compartment crack) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved with troubleshooting.